Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019 where the physician attempted to explant the lead but was not successful due to scar tissue. As, a result new leads were placed at a different location. Effective therapy restored post -op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported the patient experienced shocking sensation at lead site l5. Imaging revealed no anomalies and reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.